Event description:
It was reported that the 3.0 x 23 mm multi link 8 (ml 8) was attempted to cross the lesion with heavy tortuosity and heavy calcification in an unknown coronary artery; however, the ml 8 did not cross the lesion due to the anatomy. The proximal shaft of the ml8 separated outside the guiding catheter because the physician pushed the ml 8 using force. The ml 8 was removed from the patient without issue. The 3.5 x 23 mm ml 8 was attempted to cross the lesion; however, the ml 8 did not cross the lesion and the proximal shaft separated. A non-abbott balloon catheter was used and the procedure was completed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the multi-link 8 coronary stent systems (css) instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The additional multi-link 8 mentioned is being filed under a separate medwatch number.